Event description:
Patient has been experiencing pocket site pain/discomfort. Dr (B)(6) took the patient to the operating room on (B)(6) and moved the pocket to her right side and replaced the battery. He will follow up with her in a few weeks to access where she is. There was nothing wrong with the battery, it was about to be end of life, so dr. (B)(6) decided to go ahead and swap it out for a new one. No signs of infection or battery malfunction, if so, he would have sent the battery to be tested by mdt. Patient experienced pocket pain so device was moved to a new location; new device implanted as battery life was beginning to run low. No further action to be taken.